Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited t-wave oversensing and triggered auto mode switch episodes. Programming changes were discussed. No intervention was performed.